Event description:
Hospitalization reported due to high blood glucose. Customer stated that she was getting too much insulin. The blood glucose reading is 405 mg/dl, customer treated with manual injection. Customer is dehydrated. The blood glucose reading at the time of the event was 172 mg/dl. Caller stated that the blood glucose reading have been erratic for the past month. Customer was sick for two days, breathing problems. Customer also experienced chest and stomach aches. Hospital treated with sodium chloride, pain medication, IV, EKG and x-ray. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.